Manufacturer narrative:
Initial contact with customer, left message relating to setup of table, positioning of pt, outcome of pt and request to have a company rep review setup techniques. Will update as further info is available. Add'l info: device #2 jackson spinal table. Model# 5943. Catalog# 5943.

Event description:
Pt was prone on the jackson spinal table with sling. At the end of the procedure there were reddened areas with abrasions noted in bilateral groin area. Lumbar laminectomy. Customer stated "it was a device malfunction, that is, the device did not do what it was supposed to".